Manufacturer narrative:
Concomitant medical devices: product ID: 3888-28, lot# l34155, implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
The consumer reported that the device was removed but they had a hard time removing the device because there was a flesh growing over the stimulator. The healthcare provider reported that the patient was last seen in the clinic in 2001.